Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 08/21/2019. The product support engineer (pse) advised the customer to verify what the alarm led does when the unit is turned on. Then asked what it does when the unit is put into an alarm condition. In both cases the led should flash. If the led is working then he should look at the ui to pm board cable. The product support engineer (pse) if that is not the problem he should look at the pm board. The pse advised him to swap the display and see if the problem is in the display. Asked the customer to swap the pm board with another to see if that is the problem. The pse gave customer pn and price for the pm board, ui cable and overlay. Follow up with the customer: biomed reported replacing the keypad and cable to address the issue. The parts have been discarded.

Event description:
The customer reported a light emitting diode (led) failure. There was no patient harm reported.